Event description:
It was reported that the customer's insulin pump had a frozen display and unresponsive buttons. Troubleshooting was performed. The battery was removed for five minutes and a new battery was installed, but the device had a battery alarm. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. No battery out limit alarm noted. The insulin pump was tested with a test keypad and no frozen screen noted.